Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed successfully with a different device. There were no patient complications or injuries reported.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscope inspection revealed an 14mm longitudinal tear 4mm proximal from the tip. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed successfully with a different device. There were no patient complications or injuries reported.